Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a review of the product performance data indicated that the right ventricular (rv) lead thresholds increased out of range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4965-35 implantable pacing lead implanted: 2011-(B)(6), product ID addrl1 implantable pulse generator (ipg) implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).